Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had a skin irritation causing redness and a knot while wearing the pod for more than 48 hours on the arm. Symptoms began 1 day into usage. Patient visited their physician. The site was lanced and the patient used an antibiotic that was prescribed called bactrim.